Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and that a cartridge alarm occurred during the load sequence. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and a new cartridge was loaded and insulin delivery was resumed successfully. There was no impact to the customer's blood glucose level.